Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead detected a single high out-of-range shock impedance measurement. A copy of the associated device's memory was preserved and submitted for analysis. Analysis confirmed there was one out-of-range measurement and recommended monitoring patient. The associated device was reprogrammed and both device and lead remain in service. No adverse patient effects were reported.